Event description:
A customer reported a chamber pump down and pressure check failed error with their sterrad 100nx and it is unknown if the load was reprocessed prior to being released for use on a patient(s). This event is being reported as the load status is unknown. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury. Advanced sterilization products (asp) has determined that this situation presents a potential risk of infection. Asp recognizes that in many cases it would be difficult to trace infection back to the sterilization. As matter of policy asp has therefore decided to report cases of cancelled cycles if the complainant does not confirm that the load was reprocessed prior to use on a patient.